Manufacturer narrative:
Therapy date is estimated.

Event description:
Product manufacturer reference number: 1627487-2019-10884, and 1627487-2019-10885. It was reported that the patient did not have adequate therapy. Diagnostics revealed lead migration confirmed with x-ray. As a result, surgical intervention took place on (B)(6) 2019, but the physician could not implant new leads due to scar tissue and the procedure was abandoned. No leads were implanted or explanted.